Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving gablofen (500mcg/ml at 100 mcg/day) via an implantable infusion pump. It was reported that the patient had lost a lot of weight and since then her pump had been flipping. It was noted that the patient's spasticity was getting worse in her legs and a catheter issue was determined. It was noted that there was also a lingering cerebrospinal fluid (csf) leak from the implant of the catheter in (B)(6) 2018; the cause of the leak was unknown. Per the reported the patient went to the emergency room and a catheter replacement took place. The catheter was removed and replaced with a new 8780. It was reported that due to the pump flipping the catheter was twisted in the pocket and spinal areas. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.